Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and was not capturing as expected. This ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.